Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) is showing a lower battery longevity then would be expected based of the usage. The patient will be brought back in three months for another device check. The device remains in use. No patient complications have been reported as a result of this event.